Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component on the liquid crystal display puncturing through the isolation tape and making contact to the battery tube positive side.

Event description:
The customer reported a blank display and the battery heating up in the battery compartment. Advised that the insulin pump would be replaced. Nothing further was reported.